Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (75063 mcg/ml at 17014 mcg/day) and bupivacaine (11000 mcg/ml at 2493 mcg/day) via an implantable infusion pump. It was reported that the patient presented for a normal and expected pump replacement due to battery depletion, but when they opened the pocket they found that the catheter had twisted so much from the pump flipping that the catheter had detached from the pump and was "tethered/cut" from twisting so much. The hcp didn't assume that anything was wrong before the replacement but did note that the patient always complained of pain despite her refills being normal and there were never any volume discrepancies. It was discussed that this was likely because the drug was entering the pocket because the catheter was disconnected. The catheter was revised during the surgery and an aspiration was attempted, but they could not get cerebrospinal fluid through the catheter. The hcp decided the "catheter revision was fine and did not wish to revise further" despite not being able to aspirate. The hcp lowered the daily dose and programmed a priming bolus. The representative noted that the patient was "really sick and has a lot of comorbidities." They were trying to titrate her dose back up after the surgery but due to the nature of the different doses and the catheter not being successfully aspirated, they were not able to calculate the duration of the bolus. The hcp was likely just going to cover the patient with oral medication for two days. No further complications were reported.